Event description:
It was reported that a (B)(6) pt underwent an x-stop procedure. A spinous process fracture occurred. The outcome was noted as 'recovered'. No additional info was reported.

Manufacturer narrative:
Method: device was not returned; followed up with company representative.